Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage keypad traces. Esc button keypad is damaged; however it responds properly. The screen is not too slow with battery change noted. Insulin pump was received with extremely scratched display window, cracked display window corners, broken reservoir tube lip, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 349 mg/dl. Troubleshooting was performed. The device was returned for analysis.